Manufacturer narrative:
Code 77-per the instructions for use (IFU) of the gore® viabahn® endoprosthesis, warnings associated with the use of the gore® viabahn® endoprosthesis hesis may include but are not limited, do not withdraw back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the endoprosthesis back into the sheath can cause premature deployment. If removal prior to deployment is necessary, withdraw the endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis and introducer sheath can then be removed in tandem.

Event description:
Received complaint by e-mail on (B)(6) 2014. On (B)(6) 2014, the patient was being implanted with a gore® viabahn® endoprosthesis (item#: vbc100502, lot#: 10608537) for treatment of stenosis at the right hypogastric artery, using "crosses sheath" technique from the left femoral artery. During insertion, it was reported that the device was successfully and fully introduced into the right common iliac artery but cannot reach the right hypogastric artery, the physician removed the device and replaced it with another viabahn the same size to complete the procedure. There reportedly was no injury to the patient. The removed viabahn was reportedly found the deployment line being loosened and the stent partially deployed at the distal end of device even the deployment knob was not pulled.